Manufacturer narrative:
The product was not available for return. Root cause could not be determined. Condition is addressed in the package insert. Review of device history records found this unit was released to distribution with no deviations or anomalies. Review of complaint history found no additional issues reported for this part. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation. Zimmer biomet complaint: (B)(4).

Event description:
It was reported that patient underwent left partial knee arthroplasty on (B)(6). Subsequently, patient experienced left knee pain treated with a depo injection on (B)(6). It was further reported that patient expired on (B)(6) due to unknown reasons.